Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue was determined to be a false empty detect and use error of inappropriately bypassing the caution: negative ultra filtration (uf) alarm. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2015 at 21:53:48. During night drain cycle five, the patient's ultrafiltration reading was 2251ml, indicating the home patient drained 2251ml more than their maximum programmed fill volume of 2000ml. No additional information is available.